Event description:
The customer reported that their video adapter device had internal fogging of the lens. The issue was found during reprocessing.there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The returned device was evaluated, and the user's request was confirmed. The device evaluation found internal fogging due to moisture inside of the coupler lens. Moreover, additional damages of blurry image was discovered as a result of the fogging in the lens. The device history record was unable to be reviewed for this device since the serial/lot number is unavailable. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their video adapter device had internal fogging of the lens. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from customer. The subject device is not received by olympus yet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.